Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized around the time they had peritonitis for an unspecified indication. Treatment information was not reported. On an unknown date, the patient¿s catheter was removed and the patient was placed on hemodialysis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).